Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that one day following placement of a smiths medical portex® blue line ultra® tracheostomy tube the pressure was noted to have only 10 cmh2o. The cuff was then inflated but an air leak occurred right following. Subsequently, the tube was replaced with another tracheostomy (trach). The next day after change out, the cuff pressure was checked; noting 10 cmh2o. The second trach was then required to be changed out with a new on. There were no reported adverse patient effect.

Manufacturer narrative:
Two portex® blue line ultra® tracheostomy tube for analysis in used conditions. No discrepancies were noted upon visual inspection. A syringe was used to inflate the cuffs while submerged underwater; leaks were observed. Relevant documents were reviewed and deemed adequate. The manufacturing process, cuff assembly operation, and inflation line assembly were reviewed; no discrepancies were found. Inflation test was audited during thirty two (32) units; no deflated cuffs were found. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.